Event description:
The pt states, been receiving lantus solostar pens that do not work. Plunger will not actuate to inject product. States waisting insulin and needles due to un-reliability of product. Dose, frequency & route: subcutaneous. Therapy dates: (B) (6) 2008 to present. Diagnosis for use: diabetes mellitus.